Event description:
It was reported to philips that the system did not boot up, it was stuck at 00:00. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Analysis of system log file showed errors related to the communication problems with flexvision pc. Upon troubleshooting, fse found that there was issue with the flexvision pc grabber card. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction (z-1144-2024). To resolve the issue, fse replaced the flexvision pc and returned it to philips for further analysis. But the cause of the flexvision pc failure could not be conclusively determined by the supplier¿s part analysis. However, after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.